Event description:
It was reported to boston scientific corporation that following implantation of a trelex natural mesh, the patient experienced vaginal bleeding, frequent urinary urgency and infection, burning sensation, back pain, odorous vaginal discharge, navel protrusion, intestinal erosion and other unspecified severe pain (specifics and date/s of onset unknown). Reportedly, the patient's pain was so severe that she had to visit a pain management clinic to manage her pain. All other information is unknown and unavailable.